Event description:
Dealer states the patient is hard on his chair. Replacing the right arm and attaching hardware because the bracket broke at the receiver. No injury reported. Consumer is sole owner of the chair. No other information per dealer.